Manufacturer narrative:
The report of ¿inadequate therapy¿ was not confirmed. Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The event details stated that the patient did not report any falls or trauma prior to the reported allegation. The returned lead passed end to end continuity and inter-channel continuity testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, lead migration was suspected. There was no impedance or fracture noted. Effective therapy was restored post op.